Event description:
It was reported that a device fragment was surgically removed. A coyote balloon was selected for use in a procedure on november 18, 2021. The balloon was used in the procedure. Several months later, the patient was referred to another hospital due to flow issues. A bypass was performed on (B)(6) 2022 and the balloon protector was found inside the patient in the tibioperoneal trunk, peroneal and distal popliteal artery. The protective sleeve was surgically removed.